Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely foreign matter entered through the cut that was found on the channel, or material was left in the channel after incomplete cleaning. This issue is addressed in the instructions for use (IFU): "visera cysto-nephro videoscope cyf-v2/va2/v2r chapter 3 preparation and inspection before each case, prepare and inspect this instrument as instructed below.inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. If this instrument malfunctions, do not use it.return it to olympus for repair as described in section 9.3, ¿returning the endoscope for repair¿ on page 123. If any irregularity is observed after inspection, follow the instructions given in chapter 9, ¿troubleshooting¿. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage."

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, black liquid was coming out at the bx-channel due to a leak in the channel itself. Consequently, there was fluid invasion at the video connector, s-connector, and the bcu causing no image to appear. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, when flushing the visera cysto-nephro videoscope, black water came out. There was no patient harm or consequence reported as a result of this event.